Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
The patient had an scs system for off-label use. Device 3 of 6. Reference MFR report #: 1627487-2016-03707, 1627487-2016-03708, 1627487-2016-03710, 1627487-2016-03711 and 1627487-2016-03712. It was reported the patient had abnormal scars which caused the leads and extensions to pull. On (B)(6) 2016, the patient underwent surgical intervention. During the procedure, the physician attempted to remove the scar tissues from the neck incision site and the extension site. The physician was concerned the leads and extensions may have been compromised. As a result, all four leads and two extensions were explanted and replaced. The patient received effective stimulation post operatively.